Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.

Event description:
Subsequent to the initial MDR, additional information was provided. It was clarified that when the patient was at the hospital a fingerstick reading was taken and it was over 300 mg/dl.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient drank orange juice based on the cgm value of 50 mg/dl. There was no finger stick taken for comparision during this time. After drinking juice, the patient became drowsy and had trouble concentrating. It was reported that the patient's blood sugar spiked to over 300 mg/dl (it is unknown if this was the cgm reading or if a finger stick was taken) so her husband took her to the hospital. At the hospital, the patient was treated with two units of insulin and had her blood sugar checked every hour. After treatment, the patient felt fine and no longer had symptoms. Due to a bladder infection, the patient remained in the hospital for an additional two days. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.